Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers on with a white display. A white display is indicative of a device lockup condition that could prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the user interface (ui) pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was an inoperative integrated circuit (ic), designator u27.

Event description:
The customer contacted physio-control to report that their device powers on with a white display. A white display is indicative of a device lockup condition that could prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.